Event description:
It is reported that a customer experienced high blood glucose of 570 mg/dl. The customer had issues removing the battery cap from the insulin pump. The customer was able to remove the battery cap with a quarter. The customer was assisted with rewinding the pump so they can change the infusion set. The customer was advised to monitor the insulin pump for any further issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.